Manufacturer narrative:
H10: the device was not returned for this malfunction; however, the medical records were returned for review. The investigation is confirmed for filter limb detachment. However, investigation is inconclusive for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device, detachment, and a patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as 68-year-old male; however, weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for detachment, filter tilt and perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device, detachment and perforation. This information was received from one source. The malfunction involved a patient without consequence. A 67 years old male patients weight was not provided.

Manufacturer narrative:
The device was not returned for this malfunction; however, the medical records were returned for review. The investigation is confirmed for filter limb detachment. However, investigation is inconclusive for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device, detachment, and a patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as (B)(6) year-old male; however, weight was not provided.